Manufacturer narrative:
The device was returned to zoll netherlands for evaluation; the customer's report was observed during initial testing and confirmed in a log review. However, the device was put through extensive testing without duplicating the report. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.